Event description:
It was reported that the patient experienced a loss of therapeutic effect. The reporter indicated that it hadn¿t really worked at all but had gotten worse in the past six months. The patient reportedly felt it was in the wrong area and felt it in the rectum instead of the prostate. The reporter stated that the patient wasn¿t getting good therapy. It was noted that the patient was getting up every 1.5 hours per night. The patient reportedly turned therapy up ¿very high¿ and it was painful because stimulation was ¿too strong¿. It was noted that the contractions were ¿so strong¿. The patient recently went to see his healthcare provider (hcp) and his system was checked. It was determined that the leads were disconnected. The reporter indicated that the patient was scheduled to have the leads and implantable neurostimulator (ins) replaced because the ins was getting low. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).